Event description:
Arthritis [arthritis]. Pain at the site of injection [injection site pain]. Fever of 38 degrees celsius [pyrexia]. Joint effusion (right knee) [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) male pt, initials (B)(6), with gonarthrosis. The pt's relevant medical history was not provided. On (B)(6) 2011, the pt initiated synvisc injection of 2 ml, weekly, in right knee. The lot number of synvisc was not provided. On (B)(6) 2011, the pt received the second injection of synvisc. On (B)(6) 2011, immediately after the third dose of synvisc was administered, the pt experienced fever of 38 degrees celsius and pain at the site of injection. On the same day, he experienced arthritis. On (B)(6) 2011, 100 cc of joint fluid was aspirated and steroid and local anesthetic injections were administered. The action taken with synvisc treatment was not provided. The pt recovered from the events of arthritis, fever of 38 degrees celsius, pain at the site of injection and joint effusion (right knee) on an unk date. Concomitant medications were not provided. The intensity for the events of arthritis, fever of 38 degrees celsius, pain at the site of injection and joint effusion (right knee) was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as possible. The relationship between synvisc and the events of fever of 38 degrees celsius, pain at the site of injection and joint effusion (right knee) was not provided by the reporting physician.

Manufacturer narrative:
Additional info was received on (B)(4) 2012 in the form of qa (quality assurance) investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirements to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.